Event description:
The patient reported that v-go fell off 5 times during the last three months. The patient stated that last time, patient was getting out of her car and the v-go fell off. The patient confirmed that she prepares the infusion site very well and changes sites. The patient sometimes wears v-go on her arms.